Event description:
It was reported that at the implant the lead was attempted but could not be used due to the patient's anatomy. Another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a full lead was returned and analysis found no anomalies.